Event description:
It was reported that the pt had experienced symptoms of extreme pain in the bilateral buttock area and lower extremities after pocket revision and had been sick for two days after discharge to home from the hospital. The implant site was hot to the touch and the physician had indicated the pt may have an infection. Stimulation therapy had been turned off after the pt had coupling or communication issues with the recharger device and for fear of increased pain symptoms. The pt currently did not feel well, their status was fair. Follow-up with the hcp was anticipated on 4/28/2008. Add'l info has been requested from the physician. Refer to MFR report #6000153-2007-04181 and #6000153-2007-04181.

Manufacturer narrative:
.